Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was post-operative pain and pain at the implantable neurostimulator (ins) site. The outcome was resolved without sequelae. Interventions included an examination of the incision site showed that it was clean and intact. The patient was given antibiotics. The patient reported and an examination showed that the implantable neurostimulator (ins) site was painful, irritated, erythematous, and wet on (B)(6) 2016. The patient reported and an examination showed that the incision looked clean and intact. The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket. The patients showed up for follow up and complained of pain at the ins site. The patient returned and stated when she took off the patch the incision site was red and swollen. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.